Manufacturer narrative:
There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. (B)(4)

Event description:
Consumer alleges using the heating pad in bed and noticed a small flame from the cord which caused damages to her fitted sheet and mattress. There was not a report of personal injury with this incident.

Manufacturer narrative:
There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction.

Event description:
Consumer alleges using the heating pad in bed and noticed a small flame from the cord which caused damages to her fitted sheet and mattress. There was not a report of personal injury with this incident.